Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Reportedly, customer initiated a bolus and gave themselves two manual dose injection shots to bring down their bg however this caused them to go low and customer reportedly fainted. Paramedics were called and customer was taken to the emergency room and admitted to the hospital where they were treated with treated intravenous fluids of saline and insulin. Customer was released the following day, (B)(6) 2022, with the issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.